Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), hormone level abnormal ("hormonal fluctuations"), fatigue ("fatigue"), acne ("acne"), psoriasis ("psoriasis") and migraine ("severe migraines"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, menstruation irregular, hormone level abnormal, fatigue, acne, psoriasis and migraine outcome was unknown. The reporter considered acne, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine and psoriasis to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results: hysterosalpingogram-essure coils were properly in place and that her fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding/excessive bleeding") and sarcoidosis ("sarcoidosis") in a 42-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nephrolithiasis, loefgren syndrome since 2009, dysfunctional uterine bleeding and uterine leiomyoma. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash ("rashes"). In (B)(6) 2009, the patient experienced arthralgia ("join pain"). In 2009, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), hormone level abnormal ("hormonal fluctuations"), fatigue ("fatigue"), acne ("acne"), psoriasis ("psoriasis"), migraine ("severe migraines"), pelvic pain ("pain"), abdominal pain lower ("cramping"), musculoskeletal stiffness ("stifness") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, arthralgia, rash and alopecia had resolved, the menorrhagia, menstruation irregular, hormone level abnormal, fatigue, acne, psoriasis, migraine, pelvic pain, abdominal pain lower and sarcoidosis outcome was unknown and the musculoskeletal stiffness had not resolved. The reporter considered abdominal pain lower, acne, alopecia, arthralgia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, pelvic pain, psoriasis, rash and sarcoidosis to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: coils were properly in place and that her fallopia hysterosalpingogram-essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding/excessive bleeding") and sarcoidosis ("sarcoidosis") in a 42-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (09/2006). Concurrent conditions included nephrolithiasis, loefgren syndrome since 2009, dysfunctional uterine bleeding and uterine leiomyoma. Concomitant products included hydroxychloroquine sulfate (plaquenil), methotrexate and prednisone for sarcoidosis. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain lower ("cramping"). In (B)(6)2008, the patient experienced acne ("acne") and rash ("rashes"). In (B)(6)2009, the patient experienced sarcoidosis (seriousness criterion medically significant) and arthralgia ("join pain"). On an unknown date, the patient experienced menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), fatigue ("fatigue"), psoriasis ("psoriasis"), migraine ("severe migraines"), musculoskeletal stiffness ("stiffness"), alopecia ("hair loss"), neck pain ("neckpain"), back pain ("lower back pain") and pain in extremity ("arm pain/ leg pain") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the genital haemorrhage, arthralgia, rash and alopecia had resolved, the menorrhagia, menstruation irregular, hormone level abnormal, fatigue, acne, psoriasis, migraine, pelvic pain, abdominal pain lower, sarcoidosis, neck pain, back pain and pain in extremity outcome was unknown and the musculoskeletal stiffness had not resolved. The reporter considered abdominal pain lower, acne, alopecia, arthralgia, back pain, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, neck pain, pain in extremity, pelvic pain, psoriasis, rash and sarcoidosis to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: results: coils were properly in place and that her fallopia. Diagnostic results: hysterosalpingogram-essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: added event arm pain/ leg pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding/excessive bleeding") and sarcoidosis ("sarcoidosis") in a 42-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nephrolithiasis, loefgren syndrome since 2009, dysfunctional uterine bleeding and uterine leiomyoma. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash ("rashes"). In (B)(6) 2009, the patient experienced arthralgia ("join pain"). In 2009, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), hormone level abnormal ("hormonal fluctuations"), fatigue ("fatigue"), acne ("acne"), psoriasis ("psoriasis"), migraine ("severe migraines"), pelvic pain ("pain"), abdominal pain lower ("cramping"), musculoskeletal stiffness ("stifness") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, arthralgia, rash and alopecia had resolved, the menorrhagia, menstruation irregular, hormone level abnormal, fatigue, acne, psoriasis, migraine, pelvic pain, abdominal pain lower and sarcoidosis outcome was unknown and the musculoskeletal stiffness had not resolved. The reporter considered abdominal pain lower, acne, alopecia, arthralgia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, pelvic pain, psoriasis, rash and sarcoidosis to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: coils were properly in place and that her fallopia. Hysterosalpingogram-essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2011. Lot number added. Events pain, cramping, join pain, stiffness, rashes and hair loss added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding/excessive bleeding") and sarcoidosis ("sarcoidosis") in a 42-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section ((B)(6) 2006). Concurrent conditions included nephrolithiasis, loefgren syndrome since 2009, dysfunctional uterine bleeding and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain lower ("cramping"). In (B)(6) 2008, the patient experienced rash ("rashes"). In (B)(6) 2009, the patient experienced sarcoidosis (seriousness criterion medically significant) and arthralgia ("join pain"). On an unknown date, the patient experienced menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation"), hormone level abnormal ("hormonal fluctuations"), fatigue ("fatigue"), acne ("acne"), psoriasis ("psoriasis"), migraine ("severe migraines"), musculoskeletal stiffness ("stiffness"), alopecia ("hair loss"), neck pain ("neckpain ") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, arthralgia, rash and alopecia had resolved, the menorrhagia, menstruation irregular, hormone level abnormal, fatigue, acne, psoriasis, migraine, pelvic pain, abdominal pain lower, sarcoidosis, neck pain and back pain outcome was unknown and the musculoskeletal stiffness had not resolved. The reporter considered abdominal pain lower, acne, alopecia, arthralgia, back pain, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, neck pain, pelvic pain, psoriasis, rash and sarcoidosis to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: coils were properly in place and that her fallopian hysterosalpingogram-essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Events: neck pain and low back pain were added. Historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.